Manufacturer narrative:
B4: (B)(6) 2021. A field service engineer (se) evaluated the device and confirmed the reported problem by testing and event logs. The issue was traced to a faulty power switch overlay. The se replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.